Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Serial number: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Device manufacture date: unknown as product serial number was not provided. (B)(4). The device was not returned for analysis. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00v 21.0 diopter was explanted from a patient's right eye (od) as the next day after the lens was implanted, there was a complaint of invisibility and there was a shift of about -3 diopter. A replacement lens of the same model, but different diopter (16.0) was used. It was indicated that although the patient was slightly myopic at the time of examination, the day after the lens was explanted; however, the patient was satisfied and there was no particular problems. The doctor contributed the reported issue to the lens. No additional information was provided.